Event description:
Hill-rom has received a report alleging that the patient's rib was fractured. The report indicates that the fractured rib was identified after vest treatment. No malfunction of the device was alleged nor found through the analysis of the unit.